Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high compared to another meter. The patient manages her diabetes with insulin (no adjustments). The patient indicated that the alleged issue started on (B) (6) 2010, at an unk time. The patient was unable to provide any specific meter readings. The patient claimed, however, that she developed symptoms of shakiness, sick, and being unable to walk two and a half hours after the alleged issue began. The patient denied that she received treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, if she attributed the symptoms to low blood glucose, and what her last meter reading was before the symptoms developed. In addition, it would have been helpful to know what actions the patient took based on the last meter reading, and what time the last reading was obtained. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.